Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left bundle branch (lbb) was an attempted lead due to the patient anatomy. The lead became damage and fracture during the procedure. As a result, the procedure was successfully completed with another lead. No additional adverse patient adverse effects. This lead has not been returned.